Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn't undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2004, (B)(6) 2009)), appendectomy in 2008, cholecystectomy in january 2010 and tubal ligation. Previously administered products included for contraception: ortho try-cyclin from 2002 to 2004; for endometrial prep: medroxy-progesterone acetate; for an unreported indication: xanax in 2009 and prozac in 2009. Past adverse reactions to the above products included pregnancy with ortho try-cyclin. Concurrent conditions included kidney stones since june 2013, dysfunctional uterine bleeding, irregular periods, flank pain since march 2012, hematuria since march 2012, fruit allergy, tobacco user (1/2 a pack a day), alcohol abuse and hysteroscopy. Concomitant products included drospirenone + ethinylestradiol (yaz) in 2012 for haemorrhage nos. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In august 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and vulvovaginal pain ("vaginal canal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (on (B)(6) 2017, she underwent a pelvic surgery to try and alleviate the symptoms) and surgery (hysteroscopy, dilation and curettage on (B)(6) 2013). Essure was removed on (B)(6) 2013. In october 2013, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the dyspareunia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: during the insertion procedure, the hysteroscope was inserted into the uterine cavity and the endometrium was completely evaluated. The tubal ostia on both sides were easily identified in the endometrium. The essure device was then inserted, according to the manufacturer¿s instructions. The device was deployed in the tubal ostia adequately on both sides. Essure confirmation test(s) was not conducted. During the hysteroscope, dilation and curettage procedure, the patient's cervix was dilated to approximately a 16-french with hagar dilators. A 30-degree hysteroscope was inserted and the endometrial cavity was visualized. There was also no evidence of an essure trailing coil as both tubal ostia were visualized. After essure removed injuries or symptoms resulted from essure, event was decrease / resolve which claim by consumer. Diagnostic results: on (B)(6) 2012, CT of abdomen/pelvis with multi planar reconstructions was done and impression obtained as follow: 1. Nonobstructing calculi left kidney the renal pelvis and lower pole calyx 2. Previous cholecystectomy 3. Consistent with left ovarian cyst measuring approximately 2 cm as well as a small fluid collection in cul-de-sac likely secondary to a ruptured ovarian cyst. 4. Retroversion of the uterus on an unknown date she had pelvic pain and primary care physician did a CT scan; cyst found on ovaries. Primary diagnosis as female pelvic pain. On (B)(6) 2013, hysteroscopy, dilation and curettage was performed; single-tooth tenaculum was placed on the anterior lip of the cervix after inserting a bivalve speculum. The cervix was dilated to approximately a 16-french with hagar dilators. A 30-degree hysteroscope was inserted and the endometrial cavity was visualized. The patient was noted to have a lot of menstrual bleeding and there was thickened endometrial tissue. There was no evidence of any polyps or submucosal fibroids; there was also no evidence of an essure trailing coil as both tubal ostia were visualized. Sharp curettage was then performed of the endometrial and endocervical canal for minimal tissue. The patient had been on progesterone preoperatively. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, abdominal pain lower, pelvic pain, and dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following event: vaginal canal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn't undergo an essure confirmation test". The patient's past medical history included multi gravida, live birth ( (B)(6) 2004, (B)(6) 2009), appendectomy in 2008, cholecystectomy in (B)(6) 2010 and tubal ligation. Previously administered products included for contraception: ortho try-cyclin from 2002 to 2004; for endometrial prep: medroxy-progesterone acetate; for an unreported indication: xanax in 2009 and prozac in 2009. Past adverse reactions to the above products included pregnancy with ortho try-cyclin. Concurrent conditions included kidney stones since (B)(6) 2013, dysfunctional uterine bleeding, irregular periods, flank pain since (B)(6) 2012, hematuria since (B)(6) 2012, fruit allergy, tobacco user (1/2 a pack a day), alcohol abuse and hysteroscopy. Concomitant products included drospirenone + ethinylestradiol (yaz) in 2012 for haemorrhage nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (on (B)(6) 2017, she underwent a pelvic surgery to try and alleviate the symptoms) and surgery (hysteroscopy, dilation and curettage on (B)(6)2013). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: during the insertion procedure, the hysteroscope was inserted into the uterine cavity and the endometrium was completely evaluated. The tubal ostia on both sides were easily identified in the endometrium. The essure device was then inserted, according to the manufacturer¿s instructions. The device was deployed in the tubal ostia adequately on both sides. Essure confirmation test(s) was not conducted. During the hysteroscope, dilation and curettage procedure, the patient's cervix was dilated to approximately a 16-french with hagar dilators. A 30-degree hysteroscope was inserted and the endometrial cavity was visualized. There was also no evidence of an essure trailing coil as both tubal ostia were visualized. After essure removed injuries or symptoms resulted from essure, event was decrease / resolve which claim by consumer. Diagnostic results: on (B)(6) 2012, CT of abdomen/pelvis with multi planar reconstructions was done and impression obtained as follow: nonobstructing calculi left kidney the renal pelvis and lower pole calyx. Previous cholecystectomy. Consistent with left ovarian cyst measuring approximately 2 cm as well as a small fluid collection in cul-de-sac likely secondary to a ruptured ovarian cyst. Retroversion of the uterus. On an unknown date she had pelvic pain and primary care physician did a CT scan; cyst found on ovaries. Primary diagnosis as female pelvic pain. On (B)(6) 2013, hysteroscopy, dilation and curettage was performed; single-tooth tenaculum was placed on the anterior lip of the cervix after inserting a bivalve speculum. The cervix was dilated to approximately a 16-french with hagar dilators. A 30-degree hysteroscope was inserted and the endometrial cavity was visualized. The patient was noted to have a lot of menstrual bleeding and there was thickened endometrial tissue. There was no evidence of any polyps or submucosal fibroids; there was also no evidence of an essure trailing coil as both tubal ostia were visualized. Sharp curettage was then performed of the endometrial and endocervical canal for minimal tissue. The patient had been on progesterone preoperatively. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, abdominal pain lower, pelvic pain, and dyspareunia. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received. Patient¿s demographic information, relevant history and lab data updated. New event abnormal bleeding (vaginal, menorrhagia) and pain events were added. Surgery hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), surgery (other) type of surgery: hysteroscopy, dilatation and curettage these surgery were done. Suspect product indication, start and stop date were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2017, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the abdominal pain lower, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and genital haemorrhage to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.